Event description:
Home health called the rn and gave the following information: patient's mother had difficulty getting blood return for 5 days with port infusion. During the last infusion, factor was more sluggish to push than usual. During today's infusion the patient complained of pain (separate from pain with port access), and a small bubble was noted at the edge of the port. The infusion was stopped and the port de-accessed.a line study was performed the following day. The delay was due to the patient's remote location. The line study with fluoroscopy showed the catheter had become detached and was extending into the right ventricle. The patient was then transported for removal of port and recovery of catheter. Subsequently, the removal took place and the surgeon reported that there was an abnormal breakage in the port structure. Usually, the catheter becomes detached in this type of case. However, the patient's port had part of the port structure broken off and attached to the catheter. A part of the body of the port broke off and was attached to the catheter. The catheter remained connected to the attachment site.